Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have not had good pain relief since the beginning. During a recent appointment, a manufacturing representative (rep) reset their programs. The patient stated that at first this felt good, however, on the drive home it didn¿t feel as good. They mentioned that the only stimulation they feel is on group c. They added that they feel tingling in their arm on this program. The patient stated that they had to turn off their stimulation because it has been terrible and awful. They mentioned that they have been ¿messing¿ with their controller trying to find a resolution. The patient turned on stimulation during troubleshooting at the time of the call; the programmer indicated stimulation was on. They noted a return of tingling in their arms on group c at 1.1ma. It was noted that the tingling goes away when the patient is not on group c. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated. Additional information received from the patient indicated that in order to resolve their issues, their program had to be completely redone because there was an electrode out. They stated that their issue has somewhat resolved. They mentioned that tingling occurs very rapidly on group a and b, and they are still trying to figure it out. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stim never worked right. The patient wanted to get in contact with a rep. No further complications were reported.